Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. Evidence of mycobacterium chimaera/intracellulare 2 cfu/ml pre-disinfection, after disinfection mycobacterium chimaera/intracellulare 5 cfu/ml livanova was also informed that these systems have been taken out of service pending for customer decision as new systems are under evaluation. As for cleaning and disinfection protocol adopted by hospital, customer already received the form along follow-up of previous events and the requested information are still missing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by ntm pre and post cleaning. There is no patient involvement.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Customer provided the details on the cleaning and disinfection procedure followed. Specifically, livanova learned that each device is cleaned regularly according to the instructions for use and is placed inside the operating room, with the fan positioned opposite to the patient at an estimated distance of about 2 meters from the surgery field. The h2o2 level is daily checked when the device is being used. When the device is not used, it is stored full of water but the h2o2 daily check is not executed during weekends. No patient reusable heating blankets are used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. A disposable pall-aquasafe water filter with a 0.2 m membrane is used for tap water. The livanova device is used in combination with medtronic myeotherb and it is connected through opaque disposable tubing. Based on collected findings, it cannot be excluded that the above deviation from IFU's identified relating to the missed daily check of h2o2 during weekends when the device is stored full of water may have caused or contributed to reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.